Manufacturer narrative:
Additional information: section d: d3: manufacturer address updated as it has since changed since initial submission. D4: unique identifier (UDI)# added as it was omitted from the initial submission. Section g: g1,2: contact office name/ address/ phone number has been updated as it has changed since the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there is no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device inspected results: the returned part was confirmed to be a hahn tapered implant ø3.5 x 10 mm by using the radiographic template. The implant was attached to the carrier. No defects or abnormalities were observed. Investigation results: the complaint part was evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as package. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomysite due to insufficient bone or poor quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate, and the patient did experience pain and/or numbness with the implant, but when the implant removed, the pain and/or numbness disappeared. The patient also experienced general bone loss, granulated tissue around implant, and infection at the implant site. However, there was no harm to the patient. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate. The implant was removed because of pain and/or numbness, and the pain and/or numbness disappeared after the implant removal. The patient had bone type IV, and general bone loss, granulated tissure around implant, and infection at the implant site were reported. Also, implant site was grafted. There was nothing abnormal with the implant site.